Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025 due to extrusion and poor performance. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient experienced an extrusion of the implanted device (specific date not reported). There are plans to explant the device, however, it is unknown if the explant has taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.